Event description:
It was reported that the patient presented for a follow-up experiencing muscle stimulation. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device software download, normal device function resumed. No additional information was reported.